Event description:
Swelling at injection site, nodules at injection site. Report rec'd on 23-jun-2006 from a female consumer, who is a staff member in the treating physician's office. She has an allergy to feathers and has been treated in the past with restylane which resulted in swelling that lasted "a couple of weeks. The pt rec'd injections of captique two months earlier, to the cheek and periorbital areas. On an unk date, the pt experienced swelling and nodules at the injection site (cheek). The physician prescribed prednisone, antihistamines, and weekly injections of hyaluronidase. At the time of the report, the pt had not yet recovered. No further info was provided. Qa investigation results: production and qc documentation for lot # q0504 were reviewed. The investigation showed that the product met specs at release and no associated non-conformances were noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.